Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 223, 69, and 196 mg/dl when all testing was performed within ten minutes on the aviva system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.